Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had the device explanted due to a lead tract infection. The pt had an open skin lesion with drainage. The event resolved without sequelae.